Manufacturer narrative:
The date of the event onset was reported as an unknown date in (B)(6)2016. (B)(6). Device was manufactured from may 17, 2016 to may 18, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not flow. The device was filled with 13500 mg of piperacillin/tazobactam diluted with 240 ml of 0.9% sodium chloride. There was patient involvement; however, no patient injury or medical intervention associated with this event. No additional information is available.